Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported an 92-year-old male was scheduled for high risk percutaneous coronary interventions with impella cp support. The physician had difficulty crossing the arteriovenous. A straight wire was used to successfully cross the valve and exchanged for a j wire. The impella was then inserted and started, and the patient then became severely hypotensive and went into tamponade. There was a left ventricular perforation which was identified by echo. Transversus abdominis plane was performed and two units of blood were given. The decision was made to abort the procedure. The impella was weaned and removed per protocol. The patient remained stable then transferred to the intensive care unit.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ this report is being filed as part of a retrospective review of historical records.